Event description:
Report received indicated that approximately three years post cypher stent implant, the stent had fractured. The physician attempted to perform a routine percutaneous coronary intervention (pci) on the mid left anterior descending artery (lad) through femoral access on a pt that was returning to the hospital due to severe chest pain. The physician noticed from the angiogram, the cypher stent had fractured into two pieces in the lad. The stent did not move from the original location of the vessel, but once cracked, the vessel had swelled up, creating a separation between the two stent pieces. Attempts to get a wire across the fractured stent failed thus requiring to send the pt for surgery. As a result there was no further pci treatment performed nor an intravascular ultrasound (ivus) was possible to do to further confirm the state of the inner vessel. The pt is currently in heart failure. At this point it is unclear if the fractured stent is the culprit of the further deterioration of the pt's health. The pt is too sick for surgery, and is awaiting for a heart transplant. The fractured stent pieces remain implanted in the body.

Manufacturer narrative:
During the index procedure, the mid lad lesion was described as de novo, diffused, highly calcified, 33 mm in length, type c with a 70% stenosis. Pre and post dilatation was performed. There was a timi I and iii present during pre and post procedure respectively. Pt demographics are not available. Intra procedure medication taken was heparin, plavix and nitroglycerine. This product remains implanted in the pt and will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt.